Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the mission. Prior the procedure, the device plastic tip was broken. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and it was reviewed. In that photo, two stylet needles were shown for comparison in which one of the stylet hub was noted to be detached from its needle. Based on the provided photo, the reported detachment can be confirmed. One mission biopsy kit was received for evaluation. During visual evaluation, the device appeared to be clean and was returned in initial configuration with the cannula at the 00 mm position. Also, no anomalies were observed to the coaxial needle. Due to the complaint reporting "detachment of device" no functional testing was done. Therefore, the investigation is confirmed for the reported detachment of device or device components as the provided photo shows the detachment of stylet hub from the needle, and it is unknown whether the original reported device was returned was returned for evaluation. A definitive root cause for the detachment of the device was traced to manufacturing related issue labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure using the mission. Prior the procedure, the device plastic tip was broken. There was no patient contact.